Event description:
On (B)(6) 2025 the patient underwent a successful embolization of the right bronchial artery in the context of lung bleeding at interventional radiology. On (B)(6) 2025, during the removal of a femoral arterial sheath using femostop in the intensive care unit, a piece of the catheter broke off. A CT angiogram confirmed that a piece of the catheter remained at the level of the common femoral artery without impact on blood flow. In consultation with vascular surgery, this piece was surgically removed under local anesthesia on (B)(6) 2025.

Manufacturer narrative:
One 5f engage introducer sheath and dilator were received for evaluation. The sheath tubing was detached from the hub and stretched. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.